Manufacturer narrative:
(B)(4). The device was returned for evaluation. The superior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Optical examination reveals a fairly brittle fracture surface. Additionally, the tip is bent laterally, with the lower shaft cracked, consistent with bend stress overload. The location, direction, and amount of force required in order to bend and induce fracture and of the shaft is consistent with application of excessive force. A review of the device history records did not identify any applicable non-conformances to specification or deviations in procedure.

Event description:
It was reported that the micropituitary was bent on the end. No patient complications were reported.